Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at 10:30am on (B)(6) 2018. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that a couple of hours after the meter stopped powering on, she developed symptoms of ¿thirsty and light headed¿. She denied receiving any treatment for her symptom above or beyond the normal routine of diabetes care and management and indicated that she just contacted onetouch. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there had been misuse of the meter. The patient confirmed that she was using the correct test strips; however, the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. The patient reported that she was unable to purchase a replacement battery for the meter as none were available at her location. The alleged issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Thirsty and light headed, after the meter stopped powering on.